Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the available information the cause of the reported tissue injury appears to be user technique (grasping technique). The reported tissue injury as listed in the mitraclip system instructions for use (IFU) is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention is the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.na.

Event description:
This is filed to report tissue injury. It was reported that degenerative mitral regurgitation (mr) with grade 4 and a posterior prolapse. A mitraclip xtw was selected for treatment, but while grasping the leaflets, a perforation of the posterior leaflet was observed. The clip was repositioned to treat the perforation. The device was deployed with no further issues. The procedure was completed with two clips implanted. The mr was reduced to grade 1-2. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.